Manufacturer narrative:
The suspect product is the aviva test strip.

Event description:
Pt reported obtaining back-to-back glucose results, of 30 mg/dl and 81 mg/dl on the aviva test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva test system: meter strip lot 300327 with exp. Date: 01/31/2008.